Event description:
Reporter stated the pt obtained back-to-back blood glucose results of 30.2 mmol/l and 9.2mmol/l on the aviva system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.